Event description:
It was reported that, after undergoing left mom r3-tha on (B)(6) 2010 due to degenerative arthritis, the patient experienced metallosis with acetabular and femoral osteolysis, along with implant loosening and low-grade prosthetic joint infection. These complications were treated by performing a revision surgery on (B)(6) 2023, during which a combined tha system (zimmer/biomet & smith+nephew) was placed. The patient was transferred to the pacu in stable condition.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, although its noted, while preoperative workup confirmed loosening, intraoperatively the acetabular and femoral components were found to be well-fixed. It is unknown if the retroverted and vertical position of the acetabular component led to accelerated wear and the osteolysis and black metallosis noted intraoperatively. Without immediate post-op and pre-revision imaging the initial position of the acetabular component cannot be confirmed. The patient impact beyond the reported revision could not be determined. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file, prior actions and sterilization records review could not be performed. However, a review of the instructions for use documents for total hip systems revealed in the adverse events in primary and revision surgery section that although rare, metal sensitivity reactions and/or allergic reactions to foreign materials have been reported in patients following joint replacement, which have required device removal. Infection, both early, post-operative superficial and early, post-operative deep wound infection and late periprosthetic infection has been identified in potential complications associated with total hip arthroplasty surgery, primary or revision section. Additionally, failure to use the optimum-sized component may result in loosening of the component and/or bone, resulting in revision surgery. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include irregular implant interaction, abnormal motion over time, bone degeneration and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H6: health effect - clinical code.